Event description:
Patient states she had a failed cassette yesterday and a failed cassette the day before. Pt does not have the lot number(s) on her currently. She first thought it was a pump issue so she moved the cassette to other pump and it did not work. She then made a new mix in a new cassette and it worked. Patient will put the cassettes to the side for return for investigation if requested. Patient reports that she has had to make 2 new mixes and has lost 2 days of medication due to the cassette failures. No clinical injury has occurred and patient able to infuse. All known information is contained on this form. If any additional information is received it will be provided on a separate report. Did the reported product fault occur while in use with the pt? Yes to both (pt had 1 cassette failure yesterday and 1 cassette failure the day before); did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.